Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that she tried to fill the reservoir and it went past the second o-ring. Customer reported that the incident happened on three other occasions in the year. Customer's blood glucose at the time of the incident was 122 mg/dl. Product is expected to return.